Event description:
It was reported the pump was removed due to infection and replaced several months later. No symptoms or outcome were reported. Add'l info has been requested from hcp, but was not available on the date of the report.